Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was non-functional; therefore the lv lead was capped and not replaced because the patient went from a bi-ventricular device to a single chamber implantable cardioverter defibrillator (ICD) device. No patient complications have been reported as a result of this event.